Event description:
The hospital reported that during an endoscopic vein harvesting procedure, c-ring on the vaso view hemopro 2 device came apart during the case. The full piece was removed from the patient's leg and a replacement device was used to complete the procedure. Secondly, when the cannula was removed from the btt port, the balloon popped. A replacement device was used to completed the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring was split in half. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).